Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Results: a sample was not returned for evaluation. A review of the device history records revealed no irregularities during the manufacture of the reported lot # 5058588, 5140680, 5085646, 5169840, 5063525 and 5027924. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the phlebotomy team was experiencing tube pop off at the back of the luer adaptor on 23 g x .75 in. Bd vacutainer® push button blood collection set. No mucous membrane exposure. No samples were returned for evaluation.